Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-03579. It was noted during an rf ablation procedure that the patient's leads had migrated. The patient experienced ineffective therapy and is unable to get their system into MRI mode. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.